Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, on opening the lead, the operator noticed prior to implanting the pin was bent. The lead was opened and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The connector of the lead was extrinsically bent. There was blood on the distal conductor of the lead and it was obstructed. The distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant. The analyst noted connector pin is bent, and blood is visible inside connector pin and on the helix, damaged at implant attempt.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.